Event description:
It was reported the patient's lead has "slipped down" from being anchored at t10 to t11/t12. Patient has had no relief. Reprogramming was attempted but was not successful. X-rays were taken and confirmed the lead slipped though they did not confirm how it occurred. Patient experienced pain in knee to groin area, "it is stiff." Patient also suffered from spinal stenosis. Patient had success with trial for shingle pain initially, but patient's pain is currently moving up their side. Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or medtronic representative. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
Additional information received reported that there were no findings or issues. The patient outcome was unknown. No medical intervention had been scheduled at the date of this report.